Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days and using lyumjev on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days and that lyumjev is off-label per the user guide. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.